Manufacturer narrative:
The device was returned to zoll medical australia; the customer's report was duplicated and attributed to the pace/defib engine board. Per request from the customer the device was not repaired and was scrapped at zoll. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 76" message. Complainant indicated that there was no patient involvement in the reported malfunction.